Event description:
During a coronary drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was located in the left anterior descending artery (lad) and as predilated. After placement of a 3.50 x 24 mm taxus express2 drug eluting stent in the lad the delivery balloon would not deflate. The balloon was removed from the body in the inflated state. No patient complications were reported. The patient's status is reported as 'satisfactory/good'.